Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized while using the performa system. The caller reported that the patient received a blood glucose result of 231 mg/dl on the performa system and based on this result he administered 2 units of rapid acting insulin. The patient experienced hypoglycemia and went to the hospital. The hospital treated the patient for low blood glucose, however the type of treatment given was not provided. The blood glucose results obtained at the hospital were also not provided. It is unknown how long the patient was hospitalized. Return of the suspect device was requested for evaluation.